Event description:
Home pt (hp) reported minicaps to have betadine smeared all over inside of the package. Per home pt minicaps dried up. Per home pt no pt use and no pt injury associated with incident.